Event description:
The monitor frame fell when the operator was positioning the monitor ceiling suspension system. The extension arm detached from the monitor assembly. The monitor assembly ended up hanging in-the-air by the cables that are connected to the monitors. No one was injured.